Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility returned the excel 36khz handpiece (c2602p) loaner with only a notation of "complaint." Subsequently, when the handpiece was tested in-house, it failed test due to it overheating, having a high frequency and quiescent power. There was no patient involvement.

Manufacturer narrative:
Updated fields: d9, g3, g6, h2, h3, h4, h6, h10 the cusa excel 36khz handpiece (c2602p) was returned for evaluation: device history record (DHR): the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the transducer, coil form and housing assembly have been replaced, and the handpiece has been recalibrated, tested, and passed all the testing parameters. Root cause - the root cause is confirmed as transducer and coilform being defective after 18 years in the field. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a